Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. It is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 205 mg/dl compared to readings of 54 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. A visual inspection of the sensor patch revealed no issues. The flex sensor was successfully returned, and data extraction using approved software was completed. A watermark was observed at the base of the tail, confirming proper sensor insertion. Sensor was found to be in sensor state 8 (error termination). The sensor data was reviewed and signal low error message along with a drop in glucose/ temp value was observed. Further investigation included de-casing the returned sensor. An internal visual inspection of the sensor¿s printed circuit board assembly (pcba) was performed; however, the pcba sustained damage during the de-casing process. An extended investigation determined that the damage to the pcba, caused during de-casing, is the reason the returned sensor is unable to scan. Ultimately, the damaged antenna trace prevents communication between the evaluation module (evm) and the returned sensor. As further testing cannot be conducted, this issue will be closed as "unable to test" due to the damage during the de-casing. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. Update d4 - primary UDI number.